Event description:
A malfunction alarm was reported with code malf 12. There was no adverse impact to the customer's blood glucose level. Customer support assisted the caller in resetting the pump and provided instructions to address the malfunction. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump, with an understanding to report back if the issue reappeared.